Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels between 180- 300 mg/dl for the past week. High bgs were treated by administering a correction bolus, and changing out supplies. The customer turned off the pump, and removed all supplies, however bg levels continued to be high. The customer is receiving guidance from their healthcare provider.